Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient noticed insulin leaking from the pod and blood glucose levels reached greater than 550 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include high levels of ketones, irritability, dissociation, dizziness, being non-verbal, being unable to stand without assistance, thirst, and difficulty with motor functions. The patient had their blood sugar monitored, ketones tested and were treated with hydration and an insulin drip. They were released from the hospital on (B)(6) 2026.